Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
During a follow-up, the healthcare professional (hcp) noted that this cardiac resynchronization therapy defibrillator (crt-d) had an estimated battery longevity of nine years. However, a remote transmission performed two days later showed a reduced estimate of seven and a half years. No programming changes were made during the clinic visit. Technical services (ts) was consulted and suggested that this could be expected device behavior, possibly due to a prolonged interrogation session that did not properly terminate, temporarily increasing power consumption, or due to a recent capacitor reformation. These behaviors were not confirmed. Therefore, a follow up remote transmission was recommended to reassess battery status. In addition, a gradual increase in the left ventricular (lv) lead thresholds was observed. No adverse patient effects were reported. The crt-d remains in service.